Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an emergency ileus operation, where they decided to use echelon contour to resect the small intestine. The instrument was new. Once the instrument was activated, they could not open the instrument jaws. They decided to force the reload out of the jaw which was left on the small intestine. After that, they decided to lower the resection cut under the reload and with another stapler (linear, they did not give the information which one) cut the intestine. The reload from gcs40g was sent to the pathology due to the impossibility of removing it. The patient was not at risk because they were using it on the small intestine and they had the ability to move the resection incision.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2025. Additional information was requested, and the following was obtained: 1. There were no patient consequences other than lowering the resection cut under the reload that was left on the intestine. Also, the procedure was prolonged by 10 minutes. 2. There was not any change in the post-operative care of the patient.

Manufacturer narrative:
(B)(4). Date sent 4/11/2025. D4 batch #966c04. Corrected data d4: UDI#. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with the pushrod bent and with no reload present. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 966c04, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 4/2/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.